Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event description, within the context of new information, that in this surgery only two unknown screw were involved beside the emergency blade. The mentioned third screw does belong to the (B)(6), where the complaint 561934 has been opened for. This seems to be a misunderstanding between the complaint management center and the complaint intake center. The investigation related to this product was therefore a duplicate and has been cancelled.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.

Event description:
The sales representative reported the following information on- three screws were trying to be removed with the emergency removal blade, but it destroyed the screws. This caused a one hour delay in surgery. The screws were left in.